Event description:
It was reported that there was right ventricular (rv) lead warning for low impedance. It was also noted the lead had variable thresholds before the warning had occurred. The lead remains in use. No patient complications have been reported as a result of this event.